Event description:
Tested a defibrillator electrode to determine fire hazard. Reporter brought a flame to an electrode. The outer edges melted & the conductive gel slightly ignited. Reporter contacted MFR's technical support. They advised her the electrodes are flammable & that the adapters are designed to ensure pt safety & would not cause pt injury if the adapter &/or defibrillator were damaged.